Manufacturer narrative:
Date of event - unknown. A review of the records related to this equipment that included labeling, manual, trending, device history records, service records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with lasik post-treatment haze. Patient is 1-3 months post treatment patients were treated with topical steroid and it resolves. No loss of best corrected visual acuity (bcva). Surgeon does not have patient information available. This report is for patient 2 of 2.